Manufacturer narrative:
Additional product codes: mnh, mni. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a l1-s1 posterior lumbar fusion with synthes (B)(4) in (B)(6) 2014. The patient presented in surgeon's clinic complaining of right radicular symptoms (right leg) and pain. It was assessed with imaging studies that the patient had a l5-s1 nonunion and the l5-s1 competitor's spacer (unknown size) had migrated posteriorly into the right foramen which was the reason the patient had radicular symptoms. The revision surgery was performed on (B)(6) 2014, the surgeon removed all the uss nuts (498.003) and collars (498.010), and then removed both rods (498.290). He then checked to make sure all the screws were securely anchored in bone. He removed both the s1 screws (498.863 ¿ 8.0 x 45mm screw) and replaced them with 10mm uss screws. He removed the right l5 screw (498.750 ¿ 7.0 x 50mm screw) and did not replace it. He also replaced the left l1 screw (498.655 ¿ 6.0 x 55mm screw) and replaced it with an 8.0mm screw. There were no issues with any of the uss hardware with the exception of the screws that were removed and replaced being not snugly anchored in bone. The surgeon then decompressed the right nerve root at the l5-s1 level, he found the spacer through the scar tissue. It did not appear to be mobile and he chose to use a high speed burr to burr off the part of the spacer that was impinging on the nerve root. He felt that adequately decompressed the patient. He then selected 2 new rods and connected them with new uss nut and collars. He successfully completed the procedure with no complications. This is report number 12 of 15 for (B)(4).

Manufacturer narrative:
Implant date reported as: (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.